Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced high impedances on the lead beginning around (B)(6) 2020. The patient¿s stimulation was unaffected by the high impedances. To address the issue, the physician opted to perform a revision on (B)(6) 2020. The physician saw a clear fracture at the proximal end of the lead. The physician explanted and replaced the lead with a new model, resolving the issue. The lead was further damaged during the explant and was therefore discarded.

Manufacturer narrative:
Device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.